Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. G2: foreign country - japan. H3, h6: multiple fdd/annex a codes were reported. A0908: applicable to the low accuracy. A0709: applicable to the poor recognition, and difficulty passing verification. The spheres were returned for analysis. When attached to a known good instrument and fully seated, 23 of the returned spheres displayed a good geometry error with normal tracking and verification. Two spheres had an uneven reflective surface, possibly from cleaning, and displayed a high geometry error. Three spheres were physically damaged with tool marks on both sides of the spheres, but still displayed a good geometry error. One sphere had lost the back side shell and was unusable. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that recognition was poor, making it difficult to pass verification. Additionally, the accuracy was low. It was noted that the inaccuracy was caused by all the instruments. A different passive marker was opened and used. There was no delay, and no reported patient impact. It was reported that the inaccuracy was "a few" millimeters.